Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. 1. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper handling and drying of the product. This may prevent the discrepancies identified. Specifically the IFU states; make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Wet equipment could cause the image to flicker or disappear. 2. A review of the DHR was performed and there were no issues found within the record associated to the reported event. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following are the most likely causes to the reported complaint. Approximately more than seven years have passed since the delivery of the device, and it is likely that the substrate may have deteriorated and the flashing of the image occurred due to the repeated use for an extended period of time. In addition the lock of the video connector receiver was worn out and the lock lever became loose due to repeated use over the extended period of time since the delivery of the device for more than seven years. This foreign material found during the evaluation was most likely caused by the user's connection with the video connector in the absence of adequate drying or with foreign bodies (e.g., chemical residue, water cerumen, sebum contamination, dust, gauze spray, etc.).

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed that the picture goes in and out and the connector was loose. The evaluation found foreign material lodged in upper row of the terminal pins inside receptacle board and a loose locking lever. The device was returned unrepaired at the customers request.

Event description:
The customer contacted olympus to report the pictures goes in and out, and that the connector is lose. This device malfunction was found during preparation for use. There is no report of patient involvement.